Event description:
The customer reported her blood glucose reached 463 mg/dl less than 48 hours after the pod was activated and she realized that the cannula had come out of her skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.